Event description:
Diagnostic error resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be re-produced during explant analysis. A diagnostic error occurred.

Event description:
Alleged deflation.